Manufacturer narrative:
This report is submitted on july 14, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to an infection at the implant site. There are plans to reimplant the patient once the infection has healed.